Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. The customer subsequently experienced a low blood glucose (bg) level of 45 mg/dl on (B)(6) 2020, allegedly due to the loss of connection, however the cause of the low bg cannot be confirmed. The customer consumed carbohydrates and glucose tablets to address decreased bg. Reportedly, the pump and transmitter regained connection. No additional patient information was available.